Event description:
It was reported that the patient with this left ventricular (lv) lead had occluded veins and exhibited a high threshold. Additionally, there was an evidence of lv lead migration. The lv lead was explanted due to infection. No additional adverse patient effects were reported.